Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and unspecified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic which is not qualified for the lens/cartridge/injector combination used. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that one week following an intraocular lens (iol) implantation procedure, the patient presented with distorted/blurred vision, dysphotopsia, and glare. The surgeon observed that the iol was well-centered; however, there were epithelial lens cells growing all over the anterior capsule, including the center of the iol optic. The lens was later exchanged by another surgeon due to the scar tissue observed on the optic of the lens. The second surgeon enlarged the capsular rhexis and polished the anterior capsule extensively during the iol exchange procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided, indicating that the patient's symptoms have resolved.